Event description:
The following has been reported: biomed reported: no harm of patient reported, nor an active infusion being stopped. Problem: pump problem. A preliminary review of the logs identified the following issue: electrical hardware failure (12v) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Corrected section d to match gudid.

Event description:
The device was returned for electrical hardware failure. When the device was opened, several points of damage were identified. The battery 1 connector had become detached from the main board, the battery 2 connector latch had broken, and the j12 connector was also damaged and partially detached. Additionally the wifi antenna had become detached.